Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc was given permission to troubleshoot via siemens remote solutions (srs) and confirmed mechanical failures when performing service method testing (smt). A siemens customer service engineer (cse) was dispatched to the customer site and determined the sample probe 1 (s1) mixer and probe were failing. The cse replaced s1 mixer and probe, and rebuilt the sample pump assembly. The instrument passes the quick check and quality controls (qc), and is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a dimension vista 500 instrument. The discordant result was reported to the physician. The sample was repeated on a different instrument, and the result was higher. The corrected result was reported to the physician. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low glucose (glu) result.